Manufacturer narrative:
Device received with intermittent button response due to flattened express bolus, esc, act, up and down button dome switch (creased). No button error alarm during testing. No unlocked lcd keypad connector. Device passed self test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the ecs and arrows buttons on the insulin pump stiffer than normal. The customer¿s blood glucose was unknown. Troubleshooting was performed. Customer said that insulin pump was not bumped, dropped or exposed to moisture. Customer did not remember any significant events that may have led to the issue. No further details given. The insulin pump will be returned for analysis.